Manufacturer narrative:
An investigation of the returned reference sensor and navigation unit was first performed by completing backtable calibration and simulated procedures on sawbones. No issues or anomalies were seen. Since the user described an accuracy issue with cup navigation, the units were tested to ensure proper outputs were received. The units were attached to a fixture with known dimensions and angles. All outputs were within the expected error bounds. Additionally, the navigation unit log file was inspected. The inspection revealed that during the procedure there was a high patient pelvic tilt and additionally either the pelvis or the pelvic base had moved over 10 degrees since initial registrations. These factors caused a high difference in the abduction between the table and anatomic frames which could have lead to confusion about the angles when comparing to intra-operative imaging. The high pelvic tilt angle could have contributed to the root cause of the perceived issue. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded.

Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Event description:
It was reported that total hip arthroplasty was performed with hipalign. Abduction angle was incorrect. After surgeon set abduction angle 40 and 15 degrees, he installed a cup. Then, the navigation unit showed that the angle was 60 degree but image showed about 40 degree.